Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite attached a circuit to the unit and ran a patient calibration/verification. The unit map (mean airway pressure) was low. Performed a pneumatics calibration and corrected all inaccuracies with a calibrated flow meter. Unit is now working properly and ready for patient usage.

Event description:
It was reported to vyaire medical that the 3100a ventilator not pressurize. As if this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.